Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for high, out of range shock impedances was generated by the remote home monitoring system. It was unable to be verified what device or patient was associated with this alert. There were no adverse patient effects reported.